Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: it was subsequently confirmed that the 4.00 x 15mm endeavor resolute device was not used past its expiration date , the device was used approximatley 15 days before its expiry date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Two endeavor resolute drug eluting stents (4.00 x 15 mm, 4.00 x 9 mm) were attempted to be used to treat a severely tortuous, severely calcified lesion with 92% stenosis in the ostium of the circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the devices from the hoop. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through previously deployed stents. Resistance was encountered when advancing the devices. Excessive force was not used. It was initially thought wrongly that the lesion length was estimated to be 15 mm. The 4.0 x 15 mm stent was selected, but it failed to cross the lesion. It was also noted that the 4.00 x 15 mm device may have been used past its expiry date. The 4.0 x 9 mm endeavor resolute was selected based on imaging. It also failed to cross the calcified lesion. The lesion was rotoblated and the 4.0 x 9 mm endeavor resolute was re-implanted successfully. No patient injury is reported.